Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery decreased from 30% to 3% in a 7 months time period. A request was made to analyzed data. No patient adverse effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery decreased from 30% to 3% in a 7 months time period. A request was made to analyzed data. No patient adverse effects were reported. According to medical record the device was already explanted.